Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that upon interrogation of the pulse generator, an error message was displayed. The device exhibited a diagnostics anomaly. No intervention or patient symptoms were reported.